Event description:
Intuitive surgical tip cover accessory for use with endo wrist monopolar current scissors can come off during use. The tip cover should have a marking to allow it to be seen by x-ray in the event that it comes off during the case. (Used with the davinci robot.) Diagnosis or reason for use: tip cover for monopolar scissors for robotic cases.